Event description:
The patient reported shocking, that they feel like they have electricity going through their body when the implantable neurostimulator (ins) is turned off as of two weeks prior to date notified. It was confirmed that the device is not in overdischarge, and that the electricity feeling occurs every so often and their feet stick to the floor, and they can't feel their feet. On date notified is the most the patient has experienced before, and the sensation does not occur when charging. Also, when the patient went to unplug the implantable neurostimulator recharger (insr) on (B)(6) from the wall, they felt a jolt which caused them to fall and occurred when stimulation was turned off, and the insr wasn't connected to the ins at the time. The patient is going to the office of the healthcare provider (hcp) to have the ins checked. On (B)(6), the patient reiterated that the shocking issue is still occurring, and the patient inquired why it would happen with the ins off. Indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.